Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 2 months post placement of a 10mm x 80 mm rx wallstent permalume stent in an unspecified location for treatment of a neoplastic stricture, the pt underwent a scheduled stricture revision. During the procedure the physician noted distal intimal hyperplasia located at the end of the wallstent. The stent was removed without incident and the pt's condition resolved with removal of the stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.